Manufacturer narrative:
Evaluation summary: the scope was repaired, by the third party. And returned to the hospital. Due to distortion, extrusion and other reasons, the light guide cable had different levels of fracture, which caused dark image. Correction information: h6: coding changed, based on the investigation result. Additional information: d8: this device was serviced by a third party.

Manufacturer narrative:
This device is not distributed in us so that unique identifier is blank. This device is not distributed in the USA, therefore the PMA/510(k) number is not applicable. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
The light source was poor. There was no report of patient harm. This event occurred at the time of during use.